Event description:
Caller states the patient tested 5.6 inr on the coaguchek xs system and 8.1 inr on a comparison lab. Caller states the patient's coumadin does was held based on the lab result. No other actions were reported taken or treatment received. No adverse event reported. A request was made for the return of the affected product.